Event description:
Information received indicates there are no functions working from the left or right intermediate siderails.

Manufacturer narrative:
The technician replaced the left and right intermediate siderail ucm cables and boards to repair the bed.